Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of disconnections. The extension sets were being used to deliver unspecified medications. The option-lok male adapters of the extension sets were connected to the pts' IV access sites. At unspecified times the male adapters of primary tubing sets were connected to the clave ports of the extensions sets to deliver unspecified medications. After unspecified lengths of time, it was reported that the clave reports of the extension sets were disconnected from the male adapters of the primary tubing sets. It was reported that unspecified volumes of solution leaked. The tubing sets were replaced and the therapies were resumed. There were not reports of adverse effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.